Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, mobility. Implant fell out spontaneous. Patient has psychological disorder and xerostomia, smoker. Another implant was placed at the same time in regio 43 which is well integrated.